Manufacturer narrative:
(B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle breaks off during use and harm/bleeding on lot # 7352735. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle breaks off in skin) was captured and addressed appropriately. The reported harm (harm/ bleeding) is directly associated with hazards: needle breaks off in skin; and is captured in risk assessment file (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7352735. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 10bag 500 l amr needle broke off and stuck in the patient's skin. The following information was provided by the initial reporter: mrs. Customer got in contact because when using the syringe ultra-fine, the needle separated and got stuck into her daughter's skin. Information received from the customer: by daily applying the insulin in my daughter, unfortunately during the withdrawn of the syringe, the needle got stuck into her arm. I quickly pulled it with all the care and caution I could, bleeding immediately.